Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer obtained an erroneously elevated accutni result generated by the access 2 immunoassay system for one patient. The sample was re-tested and lower result was obtained. The initial result was reported outside of the laboratory. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Sample was collected in a lithium heparin tube. Qc and system check data was requested but not supplied. Service was not dispatched for this event. No root cause can be determined for this event with the data supplied.